Manufacturer narrative:
One smiths medical cadd®-solis ambulatory infusion pump was returned for analysis. The pump was visually inspected and was tested for any signs of function and pressure failure. The delivery accuracy tests found the pump to be out of the published specification of +/-6%; confirming complaint. Based on the evidence, over delivery is noted to be the cause of the complaint. However, the root cause is unknown.

Event description:
Information was received indicating that a smiths medical cadd®-solis ambulatory infusion pump failed its metric accuracy. There were no reported adverse effects.